Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a display shows incorrect items while scanning. The customer reported that a malfunction occurs during medication removal process to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the nurse stated phones were not allowed in the unit, so the screen information was unclear. No further issues were reported since the case, and with customer's approval, the ticket was closed by the technical support specialist.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a display shows incorrect items while scanning. The customer reported that a malfunction occurs during medication removal process to the patient. There were no adverse events or injuries reported based on this event.